Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed, concentric, diffuse and de novo target lesion was located in the calcified and moderately tortuous distal left anterior descending (lad) artery. The lesion length was approximately 40mm. A non-bsc 7fr 3.5 guide catheter along with a non-bsc guide wire were advanced to the lesion site. Pre-dilatation was not performed. A taxus liberte' 2.5x32mm stent was advanced but would not cross the lesion site. When the stent delivery system was removed from the patient it was noted a stent strut was lifted. The procedure was completed by pre-dilating the lesion and using another stent. No patient complications were reported and the patient status is reported as 'good'.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed, concentric, diffuse and de novo target lesion was located in the calcified and moderately tortuous distal left anterior descending (lad) artery. The lesion length was approximately 40mm. A non-bsc 7fr 3.5 guide catheter along with a non-bsc guide wire were advanced to the lesion site. Pre-dilatation was not performed. A taxus liberte' 2.5x32mm stent was advanced but would not cross the lesion site. When the stent delivery system was removed from the patient it was noted a stent strut was lifted. The procedure was completed by pre-dilating the lesion and using another stent. No patient complications were reported and the patient status is reported as 'good'.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. 5 separate struts along the length of the stent on 1 plane were raised. This type of damage is consistent with the stent catching at some point of resistance as an attempt was made to cross the lesion. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).